Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was experiencing elevated blood glucose levels of 321-475 mg/dl; cause was unknown but it was alleged that it was due to issues with the pump. Reportedly, the customer changed pump supplies to resolve issue.